Event description:
The biomedical engineer (bme) reported that the left side of the bedside monitor (bsm) screen was blank and did not display numerical values. The issue occurred during a surgical case, and the surgeon was unable to reboot the bsm; however, the procedure was completed successfully. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the left side of the bedside monitor (bsm) screen was blank and did not display numerical values. The issue occurred during a surgical case, and the surgeon was unable to reboot the bsm; however, the procedure was completed successfully. No patient harm was reported. The bme noted that when the menu button was pressed, the numerical data briefly reappeared for 1-3 seconds. They also observed that the non-invasive blood pressure (nibp) numerical data intermittently blinked in and out. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/02/2026 emailed the bme for the information in the ni list above and the bsm model and serial number: no reply was received. Attempt # 2: 06/03/2026 emailed the bme for the information in the ni list above and the bsm model and serial number: no reply was received. Attempt # 3: 06/15/2026 emailed the bme for the information in the ni list above and the bsm model and serial number: the bme provided the bsm model and serial number. The bme replied that they could not figure out the root cause. Troubleshooting steps they followed was to reboot the bsm post procedure and no issues have arisen since. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: input unit / transport monitor model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.